Event description:
The customer reported that following a diagnostic catheterization in 2002, a vasoseal es was deployed. The pt later complained of leg pain and was referred to radiology for an angiography study. An occlusion in the right distal popliteal artery was noted. The pt underwent thrombolytic therapy for lysis of the occlusion with no resolution. The pt was then taken to surgery for an embolectomy procedure. No further complications were reported.